Event description:
A customer reported experiencing frequent occlusion alarms with their insulin pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the bg, the customer administered a correction bolus via the pump. Customer did not require assistance from a third party. Given the frequent nature of these alarms and their impact, the issue was escalated for further troubleshooting. A replacement pump was sent to the customer to resolve the issue.